Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, concentric, 100% stenosis in the proximal and mid left anterior descending artery. Reportedly, the 1.2 x 15mm rx mini trek balloon catheter was advanced for pre-dilatation; however, the balloon ruptured during the second inflation at 12 atmospheres. A second 1.2 x 6mm rx trek balloon catheter was used to complete pre-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.